Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shows that one ball bearing and spring are disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the design of the device, which has been the subject of a previous corrective action. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the shim is missing a ball bearing. No information was available to indicate if the missing ball bearing was noted during a patient procedure or if the malfunction caused an adverse event.